Manufacturer narrative:
(B)(4). UDI: (B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned product identified that the carton and sterile packaging was damaged. The sterility of the product is compromised. Device history record (DHR) was reviewed and identified no deviations or anomalies during manufacturing related to the reported event. The likely condition of the product when it left zimmer biomet control was conforming to specifications. The root cause is attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Device was returned with packaging damage and the sterility barrier potentially compromised.